Event description:
Asr revision; asr xl- right; reason(s) for revision: component loosening (querying). Stem/sleeve details requested. Patient is bi-lateral, see (B)(4) for left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl- right.reason(s) for revision: component loosening (querying).stem/sleeve details requested.patient is bi-lateral, see com (B)(4) for left hip.update 25 feb 2015: rec'd details of sleeve (product code only), competitor's stem used. Loosened component tbc. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. (B)(4) 2015.

Manufacturer narrative:
Upon further review, it was noticed that this device is not contributing to the issue; therefore; this report is being rejected.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added.

Event description:
Update (B)(6) 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Asr revision, asr xl- right, reason(s) for revision: component loosening (querying) stem/sleeve details requested, patient is bi-lateral, see com (B)(4) for left hip. Update 25 feb 2015: rec'd details of sleeve, competitor's stem used. Loosened component tbc. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Sm (B)(6) 2015 update - alert date 12 aug 2016.com marked as legal. (B)(4). Added kid in secondary ref, additional surgeon name, stem product code, lot number, brand/common name, product/construct type, manufacturing facilities, manufacture & expiry date. Added sleeve lot number, manufacture facility, manufacture & expiry date, taken from attachment dated 12 aug 2016. Ek 25 aug 2016. Update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: sep 6, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had high cobalt values.

Manufacturer narrative:
Product complaint #: (B)(4).investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.